Manufacturer narrative:
The handpiece has been returned to medtronic. However, the results are pending completion of the product analysis.

Event description:
It was reported that the handpiece overheated during use. There was no injury reported.

Manufacturer narrative:
(B)(4). Date manufacturer received: november 29, 2016. The product analysis indicates that the reported heat issue could not be confirmed. The console used for testing did not recognize the visao handpiece, therefore a pre-repair temperature test could not be performed. The handpiece did not pass electrical safety test. The nose bearings were corroded, nose cone was scratched, cable was twisted, and bearings were worn. The motor assembly, nose cone, bearings, and other small parts were replaced. The handpiece was repaired and successfully tested to specifications. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.